Event description:
Healthcare professional reported through the National Breast Implant Registry (NBIR) ¿Suspected/Actual Rupture/Deflation, Change shape/size/style¿. Capsulectomy/Capsulotomy was performed. This record is for the right side. Device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.Reason for reoperation: Rupture.